Event description:
The customer reported to olympus during a unknown diagnostic procedure, indicator lights flashing on the evis exera ii xenon light source. There was no delay in the procedure. The patient had a mac (monitored anesthesia care) for anesthesia which falls under general. The device still worked while in the procedure. It was working fine before the procedure and through other procedures. The device was turned off and unplugged it and restarted it all over, but the device was still flashing. A different scope was used, but was still flashing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot. The customer reported the indicator lights on the front panel was flashing. The customer attempted to cycle the power on the tower, and it did not resolve the issue. Tac instructed the customer to power the unit down and to remove and reseat the cable that connects the processor to the light source and then power it back up. The customer was also instructed to try a different scope and cable. Lastly, tac instructed the customer to remove the scope from the light source and to depress/exercise the tab on the top center of the scope connector socket of the light source. However, the customer was not able to get unit to work. Tac instructed the customer to send the unit in for repair. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. However, the evaluation uncovered the front panel broke off from light the source, which could have been the issue. Additionally, there was corrosion on the bottom of the chassis and the top cover. The lens base was cracked, a worn-out socket slider causing an intermittent use of high intensity mode, stains on normal lens, the olympus lamp life meter was reading over 500+hours and lamp life expired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since it was manufactured more than 15 years ago. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the indicator lights on the front panel flashing could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.